Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d364 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break, alarm #18: system pressure, alarm #16: collect pressure, alarm #7: blood leak (centrifuge chamber), alarm #17: return pressure, and alarm #9: blood pump error. No trends were detected for these complaint categories. However, corrective and preventive actions have already been initiated to investigate drive tube leak/break and alarm #9: blood pump error. The smart card, centrifuge bowl, and drive tube were received for analysis. A review of the smart card data confirmed the occurrence of an alarm #18: system pressure alarm after 195ml whole blood processed. The smart card data also confirmed the occurrence of an alarm #16: collect pressure alarm, an alarm #7: blood leak (centrifuge chamber) alarm, an alarm #17: return pressure alarm, and an alarm #9: blood pump error alarm. A review of the kit components found a small hole about halfway along the length of the drive tube between the bearings. The drive tube was twisted on either side of the upper bearing stop, so that the bearing stop was pulled. The bearing stop could be rotated around the drive tube and moved axially, indicating that it had delaminated from the drive tube. Thus the root cause of the drive tube damage and leak was delamination of the bearing stop from the drive tube. A review of the device history record did not identify any related nonconformances. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. Meddra codes: lt-device malfunction-(B)(4). Kit (B)(4). S.k. (B)(6) 2016.

Event description:
The customer called to report a drive tube leak during a treatment procedure. The customer stated that at about 531 ml of whole blood processed (wbp) they heard a loud noise and noted spray inside the centrifuge. The customer aborted the treatment with no return of the blood/products to the patient. The customer noted that there was a hole or slight break in the drive tube. The customer stated that the patient was stable. The customer reported that an alarm #18: system pressure alarm occurred at about 140 ml wbp. The customer reported that they then removed the bowl and drive tube from their holders in order to mix its contents. The customer then reloaded both the bowl and drive tube in order to continue with the procedure. The smart card, centrifuge bowl, and drive tube were returned for investigation.